Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no impact to the customer's blood glucose levels. Tandem technical support educated the customer to remove the pump case as it may be contributing to the issue. Although requested, the customer declined follow-up from tandem technical support.